Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported via user medwatch mw5155116 that catheter difficulty removal occurred. A 4.50 x 32 mm synergy megatron drug-eluting stent was deployed successfully. However, during the removal of the stent delivery system, it became difficult to remove from the patient's body. The procedure was completed with the original device. No patient complications were reported.